Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the dressing was removed before the dialysis session, a disconnection between the extensions and the bifurcate hub occurred. There was some blood loss and both ends were replaced. The catheter is still in place.